Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The most likely cause is patient factors, including implant position and patient's age at time of event.

Manufacturer narrative:
The device was not returned to edwards for evaluation, as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress. Therefore, a conclusion has yet to be established. A supplemental report will be submitted, accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis. And if action is required, appropriate investigation will be performed.

Event description:
It was reported, a patient with a 23mm 11500a aortic valve implanted. In pulmonic position (B)(6) years, (B)(6) months underwent valve-in-valve procedure, due to regurgitation. Tpvr was successfully performed with a 26mm 9755rsl transcatheter valve.